Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a lobectomy procedure, when the device was used on the lung vein, it had a difficulty in firing. When the device was released, it was found that the staples on about 5 mm acral part were malformed. Also bleeding occurred from the cut end. The bleeding place was cramped and another device was used to complete the case. As the loaded cartridge was loaded by mistake after the event, it was not used. There were no adverse consequences for the patient.

Event description:
It was initially reported that the device was explanted after implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.